Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-09708- device 2 of 4. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in denmark. It was reported that patient faced four infusion set leake events on (B)(6) 2024. The infusion set was in use for one day. The leak was at the site. No further information available.